Event description:
Cook was notified that a stent graft infection occurred after the placement of a zenith flex device. The information was presented at the 52nd annual meeting of the japanese society for vascular surgery. The 85-year-old male underwent endovascular aortic repair (evar) on (B)(6) 2010 where the following devices were placed: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96 ) zenith flex aaa endovascular graft iliac leg (rpn:tfle-20-39-zt) ipsilateral side zenith flex aaa endovascular graft iliac leg (rpn:tfle-20-73-zt) ipsilateral side zenith flex aaa endovascular graft iliac leg (rpn:tfle-24-73-zt) contralateral side. Two months after the evar, the patient developed weakness in his lower limbs. He visited a local hospital, but the cause of the weakness in the lower limbs was unknown. A computed tomography (CT) scan showed no abnormalities, so a lumbar spinal canal stenosis was suspected. The patient was admitted to the orthopedic department. A blood test showed high levels of inflammatory reaction, and pyogenic spondylitis was suspected. A follow-up CT scan after admission showed contrast enhancement of the arterial wall, and the patient was transferred to the cardiovascular surgery department for suspicion of an infected aneurysm. Subsequently, gram negative rods (gnr) bacteria was detected in blood cultures, and images suggested abscess formation, so the decision was made to proceed with open conversion on (B)(6) 2010. During the open conversion, after the incision of the mass wall, an abscess thrombus was partially observed around the stent graft. Intraoperative speculum examination revealed gnr and leukocytes. A portion of the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96 ) was left intact. The peripheral side was anatomically reconstructed with a rifampicin- impregnated artificial blood vessel and omental filling was performed. The iliac leg grafts were explanted during the procedure. The patient was transferred to another hospital on the 49th day after surgery. There was no recurrence of infection, but the patient died of pneumonia two years after surgery. The patient was transferred to another hospital after the reintervention; therefore it is unknown if the pneumonia that was the cause of the patient's death was related to the infection or the explant procedure. The focus of this report is the zenith flex aaa endovascular graft iliac leg (rpn:tfle-24-73-zt) that was placed on the patient's contralateral side and required explant due to infection. Previous reports for this patient were submitted under the following report numbers: MDR # 1820334-2024-00794 and MDR# 1820334-2024-00793. Additional reports will be submitted under patient identifier (B)(6).

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation cook was notified that a stent graft infection occurred after the placement of a zenith flex device. The information was presented at the 52nd annual meeting of the japanese society for vascular surgery. The (B)(6) year-old male underwent endovascular aortic repair (evar) on 03jul2010 where the following devices were placed: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96 ) zenith flex aaa endovascular graft iliac leg (rpn:tfle-20-39-zt) ipsilateral side zenith flex aaa endovascular graft iliac leg (rpn:tfle-20-73-zt) ipsilateral side zenith flex aaa endovascular graft iliac leg (rpn:tfle-24-73-zt) contralateral side two months after the evar, the patient developed weakness in his lower limbs. He visited a local hospital, but the cause of the weakness in the lower limbs was unknown. A computed tomography (CT) scan showed no abnormalities, so a lumbar spinal canal stenosis was suspected. The patient was admitted to the orthopedic department. A blood test showed high levels of inflammatory reaction, and pyogenic spondylitis was suspected. A follow-up CT scan after admission showed contrast enhancement of the arterial wall, and the patient was transferred to the cardiovascular surgery department for suspicion of an infected aneurysm. Subsequently, gram negative rods (gnr) bacteria was detected in blood cultures, and images suggested abscess formation, so the decision was made to proceed with open conversion on 24nov2010. During the open conversion, after the incision of the mass wall, an abscess thrombus was partially observed around the stent graft. Intraoperative speculum examination revealed gnr and leukocytes. A portion of the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96 ) was left intact. The peripheral side was anatomically reconstructed with a rifampicin- impregnated artificial blood vessel and omental filling was performed. The iliac leg grafts were explanted during the procedure. The patient was transferred to another hospital on the 49th day after surgery. There was no recurrence of infection, but the patient died of pneumonia two years after surgery. The patient was transferred to another hospital after the reintervention; therefore it is unknown if the pneumonia that was the cause of the patient's death was related to the infection or the explant procedure. The focus of this report is the zenith flex aaa endovascular graft iliac leg (rpn:tfle-24-73-zt) that was placed on the patient's contralateral side and required explant due to infection. Reviews of documentation including the complaint history, drawing, quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is supplied via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿3 contraindications the zenith flex aaa endovascular graft with the z-trak introduction system is contraindicated in: ¿ patients with known sensitivities or allergies to stainless steel, polyester, solder (tin, silver), polypropylene, or gold. ¿ patients with a systemic infection who may be at increased risk of endovascular graft infection. 4 warnings and precautions 4.5 implant procedure ¿ minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. 5.2 potential adverse events ¿ aortic damage, including perforation, dissection, bleeding, rupture, and death ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion ¿ infection of the aneurysm, device, or access site, including abscess formation, transient fever, and pain ¿ surgical conversion to open repair ¿ vascular access site complications, including infection, pain, hematoma, pseudoaneurysm, arteriovenous fistula ¿ wound complications and subsequent attendant problems (e.g., dehiscence, infection) 9 how supplied ¿ the zenith flex aaa endovascular graft with the z-trak introduction system is sterilized by ethylene oxide gas, is preloaded in peel-open packages. ¿ the device is intended for single use only. Do not re-sterilize the device. ¿ the product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return it to cook. ¿ do not use after the ¿use by¿ (expiration) date printed on the label. ¿ store in a cool, dry place.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.